Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation.the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The customer did not provide a detailed defect description, it was only stated "broken". During the inspection it was observed that the jaw part of the device is thermally damaged.